Event description:
The customer reported fluid leaked from the unit involving coulter lh 750 hematology analyzer. The customer stated the unit displayed partial aspiration system errors. The customer attempted to remove the needle cartridge while irrigating with 50% household bleach. The o-ring below the bellows cracked, causing the bellows to leak fluid. The customer had on gloves while troubleshooting. Patient results were not affected. There was no exposure to open wounds or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered the o-ring below the bellows was cracked and the bellows were leaking. The fse replaced the cartridge and tubing. The fse verified repairs per the established procedures. The unit conformed to the manufacturer's published performance specifications. Cartridge, o-ring. Beckman coulter (bec) internal identifier for this report is (B)(4).